Event description:
Customer reported receiving an error alarm on the insulin pump during manual priming. Customer stated that the error occurred while holding down the act button. Blood glucose level was 93.6 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received unable to prime unit during prime/a33 test due to slightly loose drive support disk. No a33 alarms were noted. The insulin pump has cracked case at display window corners, display window corners and battery tube threads, minor scratched lcd window and missing end cap sticker.